Event description:
The surgeon considers that the product could be related to postoperative adhesions. Hand surgery was done on (B)(6), 2009.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.